Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific crm received information that this atrial lead dislodged. The patient reported pulsating into the abdomen when lying on their side. Atrial undersensing was also noted. The device was programmed to vvi 50 and a lead revision is scheduled for the next week. We received new information that this lead was successfully repositioned. At this time, the atrial lead remains in service. Should additional information become available, this event would be updated.